Event description:
It was reported that patient presented in clinic for follow-up. It was noted that right atrial (ra) lead exhibited over sensed noise. The lead was explanted and replaced as a result. There were no patient consequences.